Manufacturer narrative:
(B)(4). If information is provided in the future, or following completion of analysis if the lead is returned, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to not delivering pacing when required. No additional adverse patient effects were reported.